Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads . Upn: m365sc2318700 . Model: sc-2318-70 . Serial: (B)(6). Batch: 5001338/5002809. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.